Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous mildly calcified de novo lesion in the distal left anterior descending coronary artery. A 2.5x38mm xience prime stent was deployed; however, a distal edge dissection was noticed post deployment. A 2.25x15mm xience v stent was used to cover the dissection. There was no clinically significant delay in the procedure and no adverse patient sequela. No additionally information was provided.